Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as red rashes due to sweating a lot. There was no alleged device malfunction contributing to the rash. The patient¿s physician recommended using calamine lotion for the skin rash. Follow up indicated that the skin rash improved.

Manufacturer narrative:
Not applicable.